Manufacturer narrative:
Concomitants: 32mm patella. Device evaluated by MFR: hospital is keeping the devices. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a 58 yo female patient, initially implanted on the left knee on (B)(6) 2011, underwent revision surgery approximately 11 years 6 months post the initial implant procedure. The surgeon took out the old poly and patella and put new ones in. The patient was last known to be in stable condition following the event. The devices will not be returned as the hospital is keeping the devices.

Manufacturer narrative:
H6: reason for revision was due to pain. H6: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision for pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.